Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse checked the system reaction cuvette tray, bath oil, reaction cuvette washer, dilution cuvette washer and replaced the electronic valve in the reaction cuvette washer. The cause of the discordant, falsely low creatinine result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine result was obtained on a patient sample on an advia 1650 instrument. The discordant result was reported to the physician. The sample was rerun and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.